Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 164 mg/dl. As the pump was still functional, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.